Manufacturer narrative:
The insulin pump had no button response and button error alarm due to corroded keypad traces. The insulin pump had a cracked reservoir window, cracked reservoir tube lip, cracked case near display window corners and missing end cap sticker noted during visual inspection. No moisture damage noted on electronic assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was 277mg/dl. Customer stated she is unable to clear the alarm. Customer also mentioned some physical damage, cracks around reservoir compartment. Advised customer the insulin pump will be replaced and revert to back up plan.